Event description:
(B)(6) 2022 clinical (B)(4) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (1.5 mg at .23552 mg/day) and bupivacaine (30 mg at 4.71045 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient remained in the hospital greater than the overnight hospitalization secondary to post-operative pain on (B)(6) 2021. The hcp increased IV hydromorphone to q1h, added tylenol, and increased at-home oxycodone. The patient was discharged, on (B)(6) 2021, and presented to the clinic. Surgical sites were examined and were within normal limits. On (B)(6) 2021, the patient had persistent post-operative pain. It was indicated the event was related to the implant procedure. The issue resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: unknown, serial# unknown. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that the system was explanted and the issue was resolved.

Event description:
Additional information was received from the healthcare provider via a clinical study indicated that the patient experienced severe pain in her low back at the lumbar incision site post surgery. A stitch was protruded from the site. The patient was instructed to cover the exposed stitch with a secure dressing. The patient was later started on a fentanyl patch until the replacement of the explanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.